Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b4; b5; d2; e1; g1; g3; g6; h1; h2; h3; h6. A1, a2, b5, e1: additional information received. H6: proposed annex g code: mechanical (g04) stem. The reported revision is confirmed from the revision usage labels, but the reported loosening is not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision of the humeral component due to loosening. No contributing conditions or additional harm to the patient were indicated to be associated with this event, and the initial shoulder arthroplasty procedure date is unknown. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision of the humeral component due to loosening. No other information has been provided regarding this case, and the initial shoulder arthroplasty procedure date is unknown. Attempts have been made, and no further information has been provided.